Event description:
During a coronary stent procedure, the coating on the tip of the wire came off in the vessel. During retrieval of the wire, the tip of the wire became stuck in the stent. The physician was unable to move the wire foward or backwards. While attempting to remove the guidewire, the coating came off. The physician elected to secure the coating with a stent. Pt status is listed as "okay".